Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt had a damaged cable. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. The electrode belt was able to detect a pt, but was unable to treat. The cause for the inability to treat was the damaged cable. The root cause for the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any problems.